Manufacturer narrative:
The pump monitored for several days and no blank display noted. The pump countdown and functions properly. The pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed motor test and the displacement test functioning properly. However, found moisture damage on the electronics and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 240 mg/dl. The customer states they have gone through many batteries, but the screen is still blank. Troubleshooting was able to return the display. However the pump did not pass the self-test. The device will be returned for analysis.